Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, low out of range pacing impedances values were exhibited with this right ventricular lead. During surgical intervention, the lead's insulation was observed fractured. The physician suspected the insulation breach was due to the leads subclavian placement. The lead was successfully explanted; however, will not be returned for analysis. Another rv lead was successfully implanted with no adverse patient effects reported.